Event description:
The customer reported pads ECG acquisition was intermittent in AED mode. The device was being used for training.

Manufacturer narrative:
(B)(4). The customer reported pads ECG acquisition was intermittent in AED mode. The device was being used for training. The device was evaluated at philips. The symptom was verified. Since multiple parts were replaced to resolve the issue, we are unable to determine the exact cause of the problem.